Event description:
Reporter indicated that the patient was recently seen by the physician for slowly progressing seizure increase. Device diagnostic testing performed at this visit resulted in a high impedance reading (dc-dc code 7 and limit) indicating possible device malfunction. Device diagnostic testing performed approximately 3 months prior to this visit was within normal limits. The patient is reportedly doing much better than they were doing pre-vns. The patient is currently experiencing one seizure per day with vns therapy. Further follow-up revealed that the implanting surgeon did not place the electrodes per MFR's labeling.